Event description:
It was reported that the insulin pump alarmed button error and the buttons were unresponsive. The customer's blood glucose was 94 mg/dl. The customer was advised that the device needed to be changed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window, a stained end cap sticker and cracked battery tube threads.